Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented with exacerbation and ventricular tachycardia about a week after crt-d implant. The physician rescued the patient. Review of the session records indicated the ICD was working normally. However, the patient was still in ventricular tachycardia which led to an electrical storm. The patient's heart rate improved with drug intervention. The clinician believed that the patient¿s heart rate improved. However, due to the length of the event, the patient experienced brain hypoxia and the patient went into a coma. Three days later, the patient went home with their family and no programming changes were made at that time. A few days later, the patient expired. It is believed that the cause of the death may have been left ventricular thrombus shedding, embolism in the brain, and hypoxia in the brain causing the patient to go into shock. The patient's condition after discharge was not known. Session records after january 4th were not available and could not be reviewed. The specific time of death could not be determined.